Event description:
Rptr writes to MFR, "I am concerned that your returned product performance reports continue to be inappropriate and irrelevant despite prior communications. Even though copies of all operative reports and clinical test results are supposed to be automatically supplied to your co, your reports do not reveal appropriate interest in clinical verification even when lead failure data has been reported. Further, as this pt's results indicate, the lack of reliability of your leads appears to be worsening. The original unipolar leads (841v and 853a) functioned from august 1984 to october 1994 (10 years) before dr abandoned them because of insulation failure. However, interval surgery had been required to repair the insulation on the atrial lead in 1990. The 1226t implanted october 20, 1994 had to be abandoned by dr in november of 1995 (z less than 200 ohms) because of gross insulation failure after just one year. All three of the preceding leads had their connectors cut off at the time they were abandoned by dr but your returned product analysis report for only the 1226 notes the absence of the connector. Most remarkable is your report on the 1222t where, as is your co's routine, you say the pieces show normal electrical characteristics. Almost as an afterthought your report states the insulation of "one of the pieces" is noted to be abraded. In fact pictures taken in the operating room by a professional photographer show the external insulation grossly and chronically worn away leaving a chewed appearance at a site several inches away from the connector end of the lead. This is within the expected area of subclavicular passage and this probable source of damage and insulation failure is documented in the operative report. If a lead is composed of one or more insulated conductors it has been designed to function in a conductive fluid environment. Further, all experienced physicians and technical personnel know that a lead must be divided to undergo extraction. To report, as you routinely do, that metallic and insulation fragments of former leads show normal electrical characteristics, grossly misrepresents as functional, leads that are, or should be known, to your organization to have failed. Failing to seek clinical correlation for product problems is all to frequent in your industry, but to avoid using info that is provided to you is even less acceptable. In summary, returned product analysis reports that obscure or misrepresent obvious product failures do a disservice to your own designers and engineers who are denied data that would allow them to make product improvements. In addition, many paced pts are placed at increased risk, as they may be inappropriately reassured by physicians who trust your lead reliability statistics. A staff member arranged for our staff to meet with several of your lead engineers in an attempt to initiate internal action but we have rec'd no feedback. I expect this in part relates to false internal reassurance that arises out of misrepresentative returned product reports. Regardless, I feel I have little choice but to bring our concerns to the attention of the appropriate agencies."